Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to unspecified reasons. No patient complications were reported in relation to this event.

Manufacturer narrative:
Updated describe event or problem, explant date, and patient codes with additional information. Corrected outcomes attributed to adverse events.

Event description:
It was further reported that the patient had his spectra penile prosthesis removed due to erosion. The right cylinder of the prosthesis was removed on (B)(6) 2013. The left cylinder of the prosthesis was removed on (B)(6) 2016. The patient was then re-implanted with an inflatable penile prosthesis on (B)(6) 2016. No additional patient complications were reported in relation to this event.